Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was determined to be a dead coin battery that was not replaced.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) went blank during power up. The customer reported no patient involvement associated with this event.